Manufacturer narrative:
(B)(4). Date sent: 3/21/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 613c37. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the joint cover damaged, jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst60g reload loaded on the device. The reload was received partially fired 1/2. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 613c37, and no non-conformances were identified.

Event description:
It was reported that during a bowel resection, where stapling the bowel and was stuck and would not continue. This occurred intra-operatively and a new device was taken to resolve the issue. The procedure was prolonged by a few minutes. No patient consequences were reported.